Event description:
(B)(6). Same case as: 2134265-2012-07910. Same patient as: 2134265-2011-01754, 2134265-2011-01802, 2134265-2011-01803. It was reported that post a coronary stenting treatment procedure, the patient underwent intervention. In (B)(6) 2010, the patient presented with chest pain and was subsequently diagnosed with stable angina (ccs classification: 2). Cardiac catheterization was recommended. The target lesion 1 was a long lesion extending from the mid left anterior descending (lad to distal lad. The lesion was 90% stenosed, 3.0 mm in diameter and 34 mm long. The lesion was treated with placement of a 2.5 x 32 mm taxus liberte stent. Post dilation was performed with a 3.0 x 15 mm non-bsc balloon. Intravascular ultrasound was repeated. Minor abnormality at the distal edge of the study stent was treated with an overlapping 2.75 x 8 mm taxus liberte stent. Residual stenosis was 0%. Plaque shift was noted in the small diagonal branch leading to slightly diminished flow. The patient was discharged on aspirin and prasugrel. In (B)(6) 2010, a staged procedure to the mid right coronary artery (rca) was performed. Selective coronary angiography indicated 80% mid stenosis. The target lesion 2 was located in the mid rca. The lesion was 80% stenosed, 3.5 mm in diameter and 10 mm long. An attempt to cross the right posterior descending artery (r-pda) with a 2.5 x 12 mm apex balloon was unsuccessful. Partially due to the choice pt guide catheter support and partially due to the occlusion. A 1.5 x 12 mm non-bsc balloon was successfully advanced into the r-pda which was treated with multiple inflations. There were significant improvement in flow. The target lesion 2 was predilated and a 3.5 x 12 mm taxus liberte stent was placed. Post dilation was performed. Residual stenosis was 0%. During the procedure, the distal rca was also treated with the placement of a 3.0 x 12 mm non-bsc stent. Residual stenosis was 0%. In (B)(6) 2012, the patient experienced chest heaviness, jaw pain and shortness of breath. In (B)(6) 2012, 75% stenosis was noted in the proximal lad. The proximal lad was treated with a 3.5 x 22 mm non-bsc stent. Post dilation was performed. Residual stenosis was 0%. In addition, the mid lad was treated with direct stent placement using a 3.0 x 15 mm non-bsc stent. Residual stenosis was 0%. The mid lad was treated with balloon angioplasty prior to stenting. The event was considered resolved without residual effects and the patient was discharged the same day on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).